Event description:
Failure to alarm: dressing was leaking out the sides of the drape and pooling at the wound site. There was no leak alarm, the canister was full, and no canister full alarm on renasys ez plus. Soft port was compressed, but channel drain was not pulling fluid.

Manufacturer narrative:
Smith & nephew received the above product complaint for no suction/failure to alarm. No pictures, no samples, and no lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided. The complaint indicates that the wound treated with the soft port was ¿compressed¿ but wound treated with channel drain was leaking and pooling fluid. This indicates that negative pressure (vacuum) was present for the entire system, including the wound site with drain. The report also indicates that the canister was full; however, no canister full alarm was obtained. This fact confirms that the system was able to collect exudates in canister. The fact that a leak alarm was not triggered is because the system was sensing that proper negative pressure was achieved by means of the soft port and sustained negative pressure in system connections, even if pooling was developing. This is supported by the complaint description where it indicates that the soft port appeared compressed. Analyzing all the possible elements, the pooling on the wound being treated with the drain could have been caused by partial or complete occlusion of the drain with exudate or pressure head differentials which could have favored the outflow of exudates from a particular wound site within the y-connected system, especially in the pathway of least resistance. The canister was full and the soft port was ¿compressed¿ indicates that successful negative pressure was obtained. The exudate in the canister most likely came from the soft port, as it provides a wider ¿pathway¿ for exudate to move along the system than the drain. Regarding the system not providing a canister full alarm, it is most likely that the system was drawing enough admitted air through the canister connection, soft port, or canister antimicrobial filter and the leak was below the established leak rate allowance of the system. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.